Event description:
A 24mm x 14mm diameter x 13.5cm aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2001. The aneurysm and vessel morphology are unknown. The physician reported recent CT and angiographic data identified the patient as a candidate for abdominal aortic aneurysm repair by means of endovascular grafting. The patient was prepped and draped accordingly for endovascular repair. Surgical access bilaterally to the common femoral arteries was performed. Via the right common femoral artery, a 22 french sheath was advanced beyond the aortic bifurcation. On the left, a 7 french cordis sheath was advanced to the level of the renal arteries to monitor the deployment of the stent graft. The 24mm x 14mm diameter x 13.5cm length aneurx bifurcated stent graft was deployed immediately below the level of the left renal artery. The physician reported that upon removal of the runners, the graft slipped downward approximately 1cm. A 14mm diameter x 11.5cm length iliac stent graft was then inserted into the left common iliac artery, after recapturing the gate. The limb graft was deployed. The right common iliac artery required an extension cuff, which measured 14mm diameter x 5.5cm in length. The neck of the graft was dilated with a 22mm balloon angioplasty catheter. Two simultaneous 12mm balloons were then used to anchor the gates and the extension grafts in place. The final angiogram did not demonstrate any endoleaks. No additional clinical sequelae were reported and the patient is fine.